Event description:
It was reported the programmer is very slow to boot up, and the top cover was removed. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the programmer is very slow to boot up, this was caused by the keyboard not being attached with the programmer. It was also noted that there were broken left and right keyboard hinges.